Event description:
It was reported that the user experienced repeated occlusion alerts on an ilet pump while using an infusion set and observed elevated blood glucose, which resolved only after performing a full contact detach infusion set change, with troubleshooting and education provided; no air bubbles or leaks were reported, and the pump subsequently operated appropriately with glucose trending down from a reported peak of 350 mg/dl. No associated clinical symptoms were reported with the elevated glucose. Outcomes included no health consequences or impact. Investigation included remote troubleshooting and user education. Investigation of this case revealed an insulin delivery occlusion that was resolved by replacing the infusion set, indicating the issue was related to the infusion set rather than the pump function after the change. It was concluded, based on previously established findings for similar reports, that the cause was an infusion set occlusion, corrected by supply change.

Manufacturer narrative:
This supplemental report is being submitted to correct the previously submitted annex e clinical symptom coding.